Event description:
It was reported during a procedure in cath lab, the patient had adenosine programmed at 140mcg/kg/min with a volume to be infused up to 30 ml on the syringe pump and y-connected a saline infusion. The syringe pump was paused. The patient suddenly began to cough forcefully. It was then noted only 10 ml of syringe had infused over twenty (20) minutes while the syringe pump was paused. The clinician indicated that they did not have the side clamp closed- and believe that since the syringe pump was paused- the patient would not be getting the medication. The patient experienced shortness of breath which the clinician indicated was an expected outcome, physician made aware at time of event. No new orders. There was patient involvement, but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-137982 is a concomitant. Please refer to manufacturer report number 2016493-2025-137981, which captured the correct suspect device per investigation report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during a procedure in cath lab, the patient had adenosine programmed at 140mcg/kg/min with a volume to be infused up to 30 ml on the syringe pump and y-connected a saline infusion. The syringe pump was paused. The patient suddenly began to cough forcefully. It was then noted only 10 ml of syringe had infused over twenty (20) minutes while the syringe pump was paused. The clinician indicated that they did not have the side clamp closed- and believe that since the syringe pump was paused- the patient would not be getting the medication. The patient experienced shortness of breath which the clinician indicated was an expected outcome, physician made aware at time of event. No new orders. There was patient involvement, but no harm.